Event description:
The complainant reported the patient was on impella 5.5 support and the impella was caught up in mitral valve and the doctor was unable to reposition the pump. They were unable to reposition without exiting the left ventricle. The doctor decided to remove and replace the impella 5.5 with a new one. The patient remained stable until the successful wean and explant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the positioning issue could not be determined.